Event description:
It was reported that the patient experienced a loss of efficacy due to a pump malfunction. The pump and catheter were replaced. The patient recovered without sequela. The pump was delivering preservative free morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter found that the catheter body was deformed in shape and/or had an abrasion; however, it did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.